Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Patient also reported right side exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.